Manufacturer narrative:
(B) (4): evaluation results: (graft migration, endoleak). (Moderate tortuosity, aortic neck dilatation, due to disease progression and aortic neck angulation was 20-30 degrees). (Intervention required).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 79 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Vessel morphology correctly was reported as moderate tortuosity, mild calcification, aortic neck dilatation, due to disease progression and aortic neck angulation was 20-30 degrees. Aortic neck diameter at the renal arteries was reported as 24 mm, 15 mm below the renal artery was 26 mm and 20 mm in length. It was reported that the patient returned for a routine follow-up, and the CT demonstrated that the stent graft had migrated approximately 20 mm resulting in a type I endoleak. The physician elected to implant one talent aortic cuff and one aneurx aortic cuff and the migration and endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.